Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B) (4) has been completed. The reported problem was confirmed. The electrode belt (B) (4) was found to have a short circuit in the ECG c. The -5volt lined was shorted to ground. The short was fixed. The electrode belt was refurbished. Baseline evaluation was performed and the cardiac signal now appears normal. The electrode belt was returned to stock. The root cause of this short circuit is unknown, but is likely due to strain placed on the cable. The electrode belt short circuit was fixed. No adverse event resulted from the faulty electrode belt. The patient received a replacement electrode belt.

Event description:
A patient contacted lifecor customer support to report numerous alarms in the past hour. Support requested a manual recording and a download for reviews. This revealed several automatic events with apparent ECG voltage offset. There was also significant falloff on two of the electrodes. The manual recording showed significant artifact as well. Support had the patient ensure all electrodes were touching the skin. The patient said they were. Support had a lifecor territory manager (tm) visit the patient and replace the electrode belt.